Event description:
It was reported that the patient presented to the emergency room due to being rear-ended by a vehicle. Upon review, it was noted that right ventricular lead exhibited high capture thresholds and r-wave amplitude variation. No intervention was performed. The physician has decided to continue monitoring. The patient was in stable condition.